Event description:
It was reported that during an unknown procedure, the staples in the proximal part of the staple line were unformed. The staples in the distal part were still in the reload. Another like device and reload were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the firing sequence completed? Yes. Did the device cut? If yes, was the cut line complete? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The ec60 device was received for analysis with no visual non-conformances and with an ecr60w cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and reloading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.